Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant fractured one year after loading. Implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite® implant 3.75 x 10mm (fos310) was returned for investigation.visual inspection of the as returned product identified a complete fracture on the threads of the implant as well as dried blood and bone around the device. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions noted on the product experience report (per) were smoker and moderate ¿ low bone density (type ii-iii). The reported device was located on tooth # 36 (fdi) and was used for 1 year 9 months. The customer provided x-rays (attached) which also show the fracture in the last x-ray. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported implant fractured. The product was returned. The reported fracture was confirmed via visual inspection. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.